Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient reported; they had a total hip replacement on (B)(6) 2013 on the right hip. They have been experiencing a lot of pain. On (B)(6) 2025, they went back to their orthopedic dr. And had blood work done. The results showed their chromium and cobalt levels were extremely high. After an MRI, they had a hip revision on (B)(6) of this year. Also, patient stated she had a wright hip implant which was implanted on (B)(6) 2013. She found out this year on (B)(6) 2025. That they were corroding and had a revision on (B)(6) 2025. She further stated they were the cobalt and chromium pro femur and the rod was titanium model. Non-revise mpo products: product ID: dlxpld36, product: dynasty® a-class® 36mm 15dg group d crosslinked poly liner, lot: 14731791513397, qty:1. Product ID: dsbfgd52, product: dynasty® bf shell 52mm group d, lot no.: 1504892, qty: 1.

Manufacturer narrative:
The alleged complaint could not be confirmed. Based on the provided information, this patient was revised approximately 146 months after the index operation due to alleged adverse tissue reaction associated with corrosion of the cocr modular neck and titanium-alloy modular femoral stem. It was reported that the patient experienced elevated chromium and cobalt levels and that the modular neck and stem construct was corroding. There are not any patient specific details available such as age, height, weight, or activity level. The explanted devices have not been returned to mpo for evaluation. Additionally, mpo was not provided with radiographs, images, operative notes, or other clinical information to substantiate the alleged complaint against the mpo devices. Review of the device history record (DHR) for the subject manufacturing lots indicates that these devices met all established acceptance criteria throughout manufacturing processes. Furthermore, mpo has not identified any complaint trends involving the subject manufacturing lots. The potential for adverse reaction to a cocr modular neck is an issue addressed by corrective and preventive action (CAPA) #282. This CAPA determined the following: "the potential for a patient reaction when implanted with a profemur® cocr modular neck is a known risk for this product technology. A combination of patient and surgical factors can contribute to an elevated risk of an adverse patient reaction. These factors include, but are not limited to, patient sensitivity, surgical technique, patient weight and activity level." Additionally, the microport hip systems package insert (150803-9) lists "allergic reactions to materials; metal sensitivity; or reactions to wear debris that may lead to histological reactions, pseudotumor and aseptic lymphocytic vasculitis-associated lesions (alval)" as possible adverse effects associated with total hip arthroplasty. No conclusions regarding potential product contribution to the alleged complications can be determined from the available information. There were not any trends identified for this device and complaint type at the time of this complaint. Mpo will continue to monitor this complaint through complaint tracking.